Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet for 30 minutes, after which the pump began charging successfully with the original charging supplies, resolving the issue without further assistance required.